Event description:
A surgeon attempted to implant a tibial isert. The right part of the insert was found to be slightly protruded by 1 mm. The insert would not lock into the tibial tray, manual compression could fit the insert in place, but it would lift up again once the compression was removed. The surgeon checked if there was interference of soft tissue between the insert and tibial tray, which was not the case. Another, larger (8mm) tibial insert was finally used which worked as intended. The surgery proceeded without further incident.